Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR is to include the modified information received on 05-dec-2023. The reportability of the event was also re-reviewed based on the modified/additional information received. [Additional information]: modified information was received on 05-dec-2023. The information was reviewed. The adverse event term " multi-segmental vasospasm¿ has been changed to ¿right cervical ica vasospasm.¿ the adverse event of ¿right cervical ica vasospasm" was discussed with (B)(6) on (B)(6) 2023. Per the mso, the embotrap iii device would have been introduced inside the microcatheter from the access site (per crf, the access site was the femoral artery) and advanced to the m1 segment of the right middle cerebral artery (mca). Instruments that are held at the ica and that would have likely contributed to the event would be the guidewire or long sheath used. The additional information received on 01-nov-2023 further confirms this was the case; ¿evidence of multi-segmental vasospasms with relative stenosis of the distal cervical ica segment on the right after production of control series from the long sheath.¿ in review of the additional/modified information received on 01-nov-2023, 05-dec-2023, and the assessment of the mso received on 06-dec-2023, the instruments that are located at the ica during the procedure and would have likely contributed to the event of ¿right cervical ica vasospasm," would be the guidewire or long sheath used. The additional information received on 01-nov-2023 further confirms this was the case; ¿evidence of multi-segmental vasospasms with relative stenosis of the distal cervical ica segment on the right after production of control series from the long sheath.¿ based on this information, the correlating relationship between the event to the study device is unlikely. Sufficient information has been provided to rule out the study device as a contributing factor, therefore, the event of an arterial spasm no longer meets us FDA reporting criteria. The event of ¿subarachnoid hemorrhage¿ remains usfda reportable. The file will be re-reviewed if additional information is received at a later date. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The event was reported via the excellent study, the 79-year-old female patient with a history of history of diabetes, hypertension and hyperlipidemia presented with an unwitnessed wake up stroke. The patient was last seen well on (B)(6) 2023 at 20:00 hour. Symptoms were first observed on (B)(6) 2023 at 08:30 hour; she was presented to the treating hospital on (B)(6) 2023 at 09:24 hour. Intravenous tissue plasminogen activator (tpa) was not administered at the time of stroke presentation. The suspected origin of the embolism was cardioembolic. The patient¿s baseline nih stroke scale (nihss) score was 10 and a modified rankin scale (mrs) score of 3 - moderate disability. Requires some help, but able to walk without assistance. The patient underwent an endovascular mechanical thrombectomy on (B)(6) 2023. The first pass was made with a 5mm x 37mm embotrap iii revascularization device (et307537 / 23f030av) via a trevo trak 21 microcatheter (stryker) targeting an occlusion in the right m1 segment of the middle cerebral artery (mca). The pre-pass modified treatment in cerebral infarction (mtici) score was 0. The mtici score after the first pass was 0 with clot retrieval in the stent retriever. The second pass was made via direct contact aspiration device (red 62 reperfusion catheter (penumbra) targeting the occlusion in the right m1 with no clot retrieval. The mtici score after the second pass was 0. The third pass was made with the embotrap iii device via a trevo trak 21 microcatheter (stryker) targeting the right m1 occlusion with no clot retrieval. The third and fourth pass were made with a 4mm x 41mm trevo nxt¿ stent retriever (stryker) via trevo trak 21 microcatheter targeting the right m1 occlusion. There was no clot retrieval on the fourth pass, but on the fifth pass, there was clot retrieval in the aspirate with a post-pass mtici score after the fifth pass of 3. It is unknown if there were any intraoperative study device deficiencies. The patient¿s 24-hour post-procedure nihss score was 17. On (B)(6) 2023, the patient experienced a subarachnoid hemorrhage and a multi-segmental vasospasm. The principal investigator (pi) assessed both events as not serious, moderate in severity but could lead to ¿serious deterioration of health¿, and as unrelated to the study device and unrelated to the large bore catheter, but possibly related to the primary surgical procedure. The event of ¿subarachnoid hemorrhage¿ did not require medical treatment and the outcome of the event is recorded as ¿not recovered/not resolved¿. The event of ¿multi-segmental vasospasm¿ required medicinal treatment and the outcome of the event is recorded as ¿recovered/resolved¿ with an end date of (B)(6) 2023. On (B)(6) 2023, the patient was discharged to a rehabilitation center with a nihss score of 5 and a mrs score of 4-moderately severe disability. Unable to walk without assistance and unable to attend to own bodily needs without assistance. On (B)(6) 2023, additional information was received from the excellent study clinical team indicating that the embovac was not used for the procedure. On (B)(6) 2023, additional information was received from the excellent study clinical team. Per the additional information, the location of the subarachnoid hemorrhage (sah) / bleed in relation to where the study device was used was via ¿post-interventional flat-detector computed tomography (fd-CT) with evidence of sah particularly along the sylvian fissure and over a large area of the parieto-occipital area on the right. Thrombectomy [was] in the m1 segment on the right. Same anatomical location.¿ related to factors that may have resulted in the sah was ¿thrombectomy in m1 on the right (total 5 passes in m1).¿ regarding the location of the multi-segmental vasospasm in in relation to the study device, ¿evidence of multi-segmental vasospasms with relative stenosis of the distal cervical ica segment on the right after production of control series from the long sheath. The vasospasms disappeared after the first pass (with embotrap iii, 5x37mm and save [stent-retriever assisted vacuum-locked extraction] technique.¿ 1.8 mg nimotop was administered via intra-arterial (i.a.).

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient date of birth was not provided. Section e.1: the initial reporter phone is not available / reported. Based on complaint information, the device is not available to be returned for analysis. A review of the manufacturing documentation associated with this lot (23f030av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. Subarachnoid hemorrhage and vasospasm are both known potential complications associated with mechanical thrombectomy procedures and the use of the embovac device and is listed as such in the device instructions for use (IFU) and is further explained in the referenced literature articles. There were no alleged quality issues related to the used device, as the device performed as intended. The pi assessed both events as unrelated to the study device, but possibly related to the primary surgical procedure. However, since both events occurred on the same day as the procedure, the correlating relationship between events and used device cannot be ruled out. Additionally, the extent of the events are unknown. Based on this information, the events of ¿subarachnoid hemorrhage and multi-segmental vasospasm¿ meets us FDA reporting criteria under 21 cfr 803 with a classification of ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. References: lee h, qureshi am, mueller-kronast nh, zaidat oo, froehler mt, liebeskind ds, pereira vm. Subarachnoid hemorrhage in mechanical thrombectomy for acute ischemic stroke: analysis of the stratis registry, systematic review, and meta-analysis. Front neurol. 2021 may 25;12:663058. Doi: 10.3389/fneur.2021.663058. Pmid: 34113310; pmcid: pmc8185211. Uchikawa h, kuroiwa t, nishio a, tempaku a, kondo k, mukasa a, kamada h. Vasospasm as a major complication after acute mechanical thrombectomy with stent retrievers. J clin neurosci. 2019 jun;64:163-168. Doi: 10.1016/j.jocn.2019.03.011. Epub 2019 mar 20. Pmid: 30904242. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR is to include the modified information received on 08-jan-2024. The reportability of the event was also re-reviewed based on the modified/additional information received. [Additional information]: on 08-jan-2024, modified/additional information was received. The modified information is pertaining to the adverse event subarachnoid hemorrhage. Per the modified information, the end date was updated from ¿blank¿ to (B)(6) 2024. The outcome was updated from ¿not recovered / not resolved¿ to ¿recovered / resolved with sequelae.¿ the manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR is to include the modified information received on 24-apr-2025. This report also includes correction / update to the brand name and primary UDI number. [Additional information]: on 24-apr-2025, modified/additional information was received. The modified information is pertaining to the adverse event subarachnoid hemorrhage. Per the modified information, the end date was updated from "(B)(4) 2024" to "blank." The outcome was updated from "recovered/resolved with sequelae" to "blank." Corrected sections: d.1 and d.4. Updated sections: b.4, d.1, d.4, g.3, g.6, h.2, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
(B)(4). The purpose of this MDR is to include the modified information received on 05-may-2025. [Modified / additional information]: on 05-may-2025, modified/additional information was received. The modified information is pertaining to the adverse event subarachnoid hemorrhage. Per the modified information, the outcome has been updated from ¿blank¿ to ¿recovered/resolve with sequelae¿ and the end date was updated from ¿blank¿ to ¿05 oct 2023.¿ updated sections: b.4, g.3, g.6, h.2, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.